Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device had a faulty on/off button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt, the device was unable to be turned off upon pressing the on/off button. He fault was attributed to corrosion on the membrane tail due to suspected storage outside of indicated conditions. The corrosion on membrane tail and dirt on the outer casing would suggest that the device was stored outside of the indicated conditions. However, this could not be verified by any other means i.e. Corrosion on the usb contact collars or screws. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device had a faulty on/off button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.